Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system separator 041. Before the procedure 22,260,000 units of intravenous (IV) tissue plasminogen activator (t-pa) were administered. A reperfusion catheter 054 was deployed along with a chikai neurovascular guide wire 0.016 inch through an optimo guide catheter 9fr. Aspiration was done with a separator 054 and then with a reperfusion catheter 041 in two m2 arteries respectively. The patient was then given 2,000 units of heparin. During the second round of aspiration in the m2, the physician perforated the artery with the separator 041. The patient developed dissection and cerebral hemorrhage. The physician closely monitored the patient's condition but withheld treatment, since the patient's symptoms did not get worse. Approximately four weeks later, the patient recovered. Physician's comment: "I perforated the vessel with the separator, then caused dissection and cerebral hemorrhage. The cerebral hemorrhage was related to the penumbra system and the procedure. I considered this event as a non- serious adverse event."

Manufacturer narrative:
Perforation is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Device was disposed of by the hospital.